Event description:
It is reported that while inserting the articular surface with the inserter, the anterior part of the tibia base plate broke. The surgery was completed as is.

Manufacturer narrative:
This report will be amended when our investigation is completed.